Manufacturer narrative:
This report is submitted on january 7, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth which was treated with oral antibiotics. The implant remains in-situ.